Event description:
It was reported that the right atrial lead exhibited noise. A chest x-ray revealed a subclavian crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.